Event description:
Micropuncture wire sheared off in the right internal jugular (rij) vein. End anchored to patient and vascular surgery consulted. Doctor removed wire with ultrasound and fluoro guidance, wire removed intact and dressing placed over puncture site. Fluoro confirmed no residual wire in patient. No further imaging necessary per doctor. Patient tolerated the procedure well.